Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the basal delivery totals in the total daily dose history did not match the active basal program total; no known cause for variation was reported or determined through troubleshooting. It was reported the patient's blood glucose was 426 mg/dl with symptoms of dehydration. This reported health event does not qualify as a serious injury. This complaint is being reported because the reported history/settings issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box showed no evidence of related issues or abnormal pump behavior. The total daily dose history was appropriate for the user-programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. A deliveries performed during investigation were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.